Event description:
Procedure: gastric bypass. According to the reporter: the handle "cracked" and staple lines required repair during subsequent operations. Blood loss was reported as more than 250cc.